Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The rms-060024-r device of unknown lot was not available for return to cirl for a lab evaluation; therefore a documentation based investigation was carried out using the limited information provided by the customer. A review of the manufacturing records for rms-060024-r device involved in this complaint could not be performed as the lot number for this historical event was not provided. The complaint was confirmed based on the customers testimony. The complaint information states that the stent did not drain properly due to a tumour squeezing the stent tightly; the stricture was so tight that the tissue surrounding the stent grew between the coils and blocked the drainage channel. This information suggests that this event was not device related but patient anatomy/ physiology related as the underlying condition (tumour growth) restricted the stent's ability to drain properly. According to the information provided by the customer, the patients kidney was not lost as a result of the stent not draining properly. A definitive cause for the customer¿s complaint was unable to be determined because the actual use conditions and patient anatomy could not be duplicated in the laboratory setting even if the device was returned. The most probable root cause could be attributed to the patients underlying condition of tumour growth which impaired the ability of the stent to drain properly. Prior to distribution, resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in the procedures referenced above. The rms-060024-r devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use, tissue ingrowth and diminished urine drainage/ stent occlusion are listed as potential adverse events associated with indwelling ureteral stents. As per instructions for use, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures.¿ a warning on the instructions for use, advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ a final warning indicates that: ¿individual variations of interaction between stents and the urinary system are unpredictable¿. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
I was discussing the resonance stent with a customer recently they mentioned they had a problem with it in the past where it didn't drain properly and the patient lost the kidney. The event took place before I was the rep covering them so it may have already been reported, I'm just exercising due diligence. "As per complaint form": stent did not drain properly, tumor squeezed stent so tight it did not drain. Event occurred 10 years ago we do not know the reason (possible external compression) for stent not draining.